Manufacturer narrative:
One used bivona® aire-cuf® tracheostomy tube was received for investigation. A visual inspection was performed and no damage to the cuff or tube could be detected. The unit was inflated and visually inspected and there was no leakage, and the cuff was noted as being "well inflated". A manufacturing review was performed and no discrepancies were found. The complaint was not confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that an air-leak was noted to a smiths medical bivona® aire-cuf® tracheostomy tube after placement. Subsequently, it was required that an "emergent tracheostomy change out" was performed. The patient had been previously transferred to the intensive care unit for deteriorating respiratory status requiring the previous tracheostomy to be changed to the smiths product. Upon filling the cuff with air, an air-leak was noted, making the cuff's air pressure zero. There were no reported adverse patient effects.